Event description:
It was reported that this device triggered safety mode. The device was explanted and disposed due to country regulations. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered safety mode. The device was explanted and disposed due to country regulations. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that this device triggered safety mode. No adverse patient effects were reported. The device remains implanted.